Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's spouse that the insulin pump alarmed no delivery and customer had high blood glucose. The no delivery alarm was resolved with a set change. The customer's blood glucose ranged between 440mg/dl -505mg/dl.